Event description:
It was reported that this right atrial (ra) lead exhibited low out of range pace impedance measurements. Most recently atrial undersensing was exhibited on the presenting electrocardiogram, and atrial capture was not able to be confirmed. The atrial pacing output was fixed below threshold, and atrial tachycardia discriminators remained programmed on. No adverse patient effects were reported. This lead remains implanted. This report reflects information received by FDA in the form of a notification per 803.22 (b) (2).